Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19128. It was reported the pt was not used or charged the system for over a year. As a result the ipg is depleted. It was also reported the pt's pain pattern was not effectively covered due the physician not being able to implant a second lead (reason is unk). Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.